Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, e4, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record identified the following related repair: tech confirmed the unit had a damaged comb and replaced it. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to device design deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during device reprocessing on (B)(6) 2024 the device comb was found to be damaged. There was no patient involvement with no harm or delay. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.